Event description:
It was reported that the wire was fractured. A 5 pack ng rotawire floppy was selected for use. During unpacking, multiple wires were taken out of the same box and it looks like there is no floppy tip. The procedure was completed. There were no patient complications and the patient fully recovered.